Manufacturer narrative:
(B)(4). Eval, results: visual inspection of the returned product found the lens optic scratched and torn. There was evidence of dried heavy surgical residue on the lens surface. Conclusion: based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
The reporter sated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens and the lens tore. The lens was not implanted and there was no pt injury. The backup lens was implanted with no problem.